Event description:
It was reported that the patient was seen with high impedance, x-rays were performed. It was noted by the patient that they recently experienced a fall. It was later reported that patient was seen in the operating room and generator was replaced. Did not report high lead impedance but the white rubber ring around the screw came off, surgeon wanted to change out the generator. It was then reported that high impedance was seen in pre-op and then was resolved after generator was replaced. The explanted generator is being sent back to the manufacturer for analysis but has not been received to date yet. No other relevant information has been received to date.